Event description:
I-flow eclipse pumps were filled with various antibiotic solutions for different pts so they could be infused at home. Reporter filled the pumps the exact way reporter always fill the pumps before dispensing. On this day the pumps started to leak as the pt began to infuse after removing the clamp from the line. The leak occurred from the filter as the pt began to infuse. There was no leaking from the line while the product was being filled or in transport to the pt. Approximately 20% of the pumps dispensed leaked causing a loss of drug and a disruption in the infusion process.